Event description:
It was reported that when a device was used during a laparoscopic procedure, the device would not penetrate the abdominal wall. The shield remained continuously engaged. Because of the repeated attempts at entry, the peritoneum had clearly separated from the anterior wall. Surgeon converted to open to continue with the procedure. There were no other consequences to the pt.